Event description:
Caller reported that touchscreen of pump was cracked and shattered, rendering certain areas unresponsive. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, instructed caller on storage procedures, and provided return instructions for the damaged pump, which customer understood and acknowledged. Customer reverted to an alternative method of insulin therapy.